Manufacturer narrative:
No information has been provided to date. Device evaluation: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that an error code occurred. No patient injury reported.

Manufacturer narrative:
Other, other text: b5: additional information received on 01-sep-2022 via email and attached in complaint object: there was no patient involvement and the event happened during testing. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The reported problem was not related to any previous repair. Visual inspection found missing battery door and bubbled downstream occlusion sensor seal. There was evidence of the reported problem in the event history log. The reported problem was duplicated. An error code with a constant alarm occurred during power up. It was also discovered that the keypad buttons were also worn and attributed to customer damage. For corrective action, it was recommended to replace the keypad. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.